Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The doctor reported that the basket detached (pulled away) from the shaft after several passes through the vessel. There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the basket detached (pulled away) from the shaft after several passes through the vessel. There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was not delayed/interrupted.